Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2012. On (B)(6) 2015 a type 1a endoleak with aneurysm sac growth was identified and on (B)(6) 2015 the physician elected to implant a suprarenal aortic extension to resolve the issue. The patient was in stable condition post procedure.